Manufacturer narrative:
B3: date is unknown, so estimated date was entered. Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100705367. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100672853. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of urinary incontinence was found to be listed in the IFU. Based on the information available, the reported issues with length of the device, resulting in urinary incontinence, may have been due to a potential measurement error during the implant procedure; therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence but was never completely dry following the initial implant surgery in (B)(6) 2025. A surgical procedure was performed during which the physician removed the 6.0 cuff and replaced with a 5.0 cuff. The physician suspected the initial cuff was too large so downsized. There were no further patient complications reported.